Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 126.2cm from the strain relief, the shaft was kinked. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was tip damage to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to both nominal (12atm) and rated burst pressure(20atm) and deflated with no issue. Product analysis could not confirm reported event as the device inflated to nominal and rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. It was further reported that the device was removed well.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. It was further reported that the device was removed well.